Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving morphine at an unknown dose and concentration via an implantable infusion pump for non-malignant pain. It was reported that a catheter access port study revealed that the catheter was not patent. The hcp was unable to aspirate through the catheter access port so they could not perform a dye study. The exact location and nature of the blockage could not be determined, but a replacement of the catheter is planned. There were no environmental/external/patient factors that may have led or contributed to the issue. The aspiration of the catheter access port was attempted on (B)(6)2017. The issue was not resolved at the time of the report. Surgical intervention was planned, but not scheduled. The patient's status at the time of the report was noted as "alive-no injury." No further complications were anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type catheter.

Event description:
Additional information was received from a manufacturer's representative. It was reported the the cause of the inability to aspirate had not been definitively determined. The distal catheter appeared to be intrathecal, and there was no gross radiologic evidence of fracture or displacement. They chose not to inject radiopaque contrast because it was assumed that the dose of medication within the catheter would have potentially been too much for the patient, so the planned dye study was incomplete. The catheter had not yet been revised. No resolution had been reached. No further complications were reported/anticipated.